Event description:
Reportedly, the remote report associated to a borea pacemaker was correctly transmitted on (B)(6) 2023 at 00:57, but the smartview website indicated that the remote report is still 'in process'. In addition, the last connection to the home monitor is indicated as (B)(6) 2023, while the report was sent on 5 march 2023.

Manufacturer narrative:
- Analysis of the provided data confirmed the reported behavior, as the remote report from (B)(6) 2023 appears as ¿in process¿ while it was already transmitted. - in-depth analysis of available expertise files revealed that the observed issue resulted from an inappropriate conversion of the transmission time to utc format, while it was already in utc. As a result, the back office considers that the transmission was received before the planned follow-up, leading to the observed issue. - based on available data, no anomaly is suspected on the associated home monitor.

Event description:
Reportedly, the remote report associated to a borea pacemaker was correctly transmitted on (B)(6) 2023 at 00:57, but the smartview website indicated that the remote report is still 'in process'. In addition, the last connection to the home monitor is indicated as (B)(6) 2023, while the report was sent on (B)(6) 2023.